Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 11:52:45. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The visual inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log as a high drain 101 alarm was identified; however, the cause could not be determined. There was no non-conforming product found during sample analysis that was related to this issue. A review of service history data revealed previous device servicing did not cause or contribute to this event. If additional relevant information is obtained, then a follow-up MDR will be submitted.